Event description:
I have suffered for many years due to adverse impact of essure device. I have ongoing and constant abdominal pain and painful intercourse, severe hairloss and balding, cognitive issues, memory loss, headaches, anxiety, autoimmune symptoms and breast tumor from metal toxicity. I am consulting a physician who recommends removal and believes some of the health impact may be irreversible. FDA safety report ID# (B)(4).